Manufacturer narrative:
The evoke scs system was not returned to saluda. The root cause of the infection cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result.¿ additional information is limited due to patient confidentiality. The manufacturer awareness date has been selected as the date of saluda employee social media monitoring. Event date and product details were not provided. Required fields may be unpopulated because the information is currently unknown or unavailable. A supplemental report will be submitted if additional relevant information becomes known.

Event description:
It was reported via social media that a patient implanted with an evoke spinal cord stimulation (scs) system developed an infection and the evoke scs system was explanted.